Event description:
It was reported that high impedance was observed on vns patient's system. It was reported that the patient, who is subject to a vns study, had experienced an increased in seizures due to that high impedance. It was reported that the increase in seizures was above pre-vns level. Further information was received indicating that no patient's trauma or any manipulation occurred that could cause that event. It was reported that the device was not disabled and no replacement surgery is planned yet. X-rays were taken but not sent to the manufacturer for review. Review of manufacturing records confirmed that the lead and the generator passed all functional tests prior to distribution. No known surgical interventions have occurred to date. No additional relevant information was received to date.

Event description:
The x-rays were sent to the manufacturer for review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. A strain-relief bend and a strain-relief loop were found for the implant of the lead. Two tie-downs were used. A part of the lead was behind the generator, not assessable. No sharp angles were found in the parts of the lead that could be assessed, but a lead break was visible in the neck view, at the level of the lead bifurcation. It could not be assessed whether the break is in the positive coil or the negative coil or both. It was reported that the physician is considering replacing the vns system, since a lead fracture was found on x-rays and the patient's crisis is increasing. It was reported that the dose/schedule of medication was changed.

Event description:
A programming history of the device was received from the physician. Its review showed normal diagnostic results through (B)(6) 2015.